Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: one low bg level was confirmed on (B)(6) 2017. User adjusted basal rate above 2 u/hr during portions of the day, when prior to (B)(6) 2017, the highest basal rate setting was .9 u/hr. User has since adjusted basal rate settings down, and none of the current settings are above 1.9 u/hr. Bolus requests were made without the entry of the current bg level throughout the month. Making bolus requests without entering current bg levels could lead to a low bg event. If customer continues to have low bg levels, basal rate might need to be adjusted. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced intermittent low blood glucose (bg) levels beginning (B)(6) 2017 however a specific value was not provided. The customer stated the reason for the low bg levels is unknown. Customer has had multiple seizures related to the low bg levels and was taken to the emergency room (ER) as a result. The customer received dextrose 50 while in the ER. The customer's blood glucose level was 120 (mg/dl) at the time of leaving the ER and the customer stated they were feeling better.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.